Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the prolonged procedure.

Event description:
It was reported that during a routine device change out procedure, the physician noticed right ventricular (rv) lead insulation degradation due to probable twiddler's syndrome. The physician used a lead repair kit to repair lead and the lead remains in service with stable diagnostics.